Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to migration of the active electrode, which was confirmed by diagnostic imaging. However during revision surgery a device damage was suspected and the concerned device was explanted. Device investigation revealed minor damage to the active electrode array, which is likely related to insertion attempts during revision surgery. This is a final report.

Event description:
The user_s hearing performance with the device was affected. During the revision surgery on (B)(6) 2024 only 4 channels were found inside the cochlea. The reinsertion of the electrode was difficult due to fibrosis inside the round window. After several insertion attempts the electrode array seemed to get bent and it was therefore decided to reimplant a new device. A full insertion was achieved.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024, the user underwent a revision surgery. According to the audiologist, the user had several fitting appointments because voices and sounds tended to be high-pitch sounds. In addition, basal electrodes started to have lower values in the voltages and there was no hearing perception at stimulation. Before revision surgery the user had only 5 active channels. During revision surgery the active electrode bended several times and got a bad shape for insertion. It was therefore decided to remove the implant and reimplant with a new device. A full insertion was achieved.